Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a posterior cervical bilateral laminectomy, the router broke into three pieces. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the most likely cause of failure is the attachment lock not correctly loaded or locked into the attachment. The IFU for the attachment (5407-210-768 rev-b) has the following warning; " while aligning the dots on the attachment and motor, slide the attachment over the cutting accessory and onto the motor until it snaps into place. Warning: operating the motor without the attachment securely connected and cutting accessory securely locked may result in patient or healthcare staff injury. Gently tug the attachment to verify it is secure." The quality investigation is complete.

Event description:
It was reported that during a posterior cervical bilateral laminectomy, the router broke into three pieces. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.